Event description:
The customer called requesting assistance with programming the basal rates and to turn the bolus wizard feature on. The blood glucose reading was 222mg/dl. During the call, the customer mentioned being hospitalized six months ago. The caller stated also having no delivery alarms and the cannula was removed, but it was not bent. Advised the customer that she could have a scar tissue or muscle occluding the cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.